Event description:
Olympus was informed that the working element was arcing while the device was inside the pt during a therapeutic transurethral resection of the prostate (turp) procedure. The intended procedure was slightly delayed and completed with a different device. There was no pt harm reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval along with wa22302d with lot number 12055p01l001 and wa00013a with lot number 11-9. The eval did not confirm the user's report. The returned devices were evaluated with an ues-40 and the high frequency (hf) output was low and intermittent, however, no arcing was observed. The low hf output was attributed to fluid invasion to the teflon body of the working element. The teflon body and the electrode port showed excessive corrosion and fluid stain, which inhibited the electrode from locking properly. The device failed the dielectric test and the results are consistent with observed low hf output. The device was returned to the customer unrepaired.